Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr , qc 3: 1.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek vantus meter serial number (B)(4) compared to the laboratory results. The customer stated that she may have had an increase in her warfarin dose based on previous meter results. At 10:41 am the result from the meter was 4.6 inr. The customer informed her physician about the result and that she had blood in her dialyzing bag. The customer went to the emergency room. She was tested for internal bleeding, given intravenous therapy with saline, and medication for nausea while at the emergency room. Approximately 4 hours later the result from the laboratory at the emergency room was 3.5 inr. The laboratory reagent was stago neoplastin. Approximately 4 to 5 days later the bleeding stopped. The customer was not sure if the bleeding was internal or from her menstrual period. The customer stated that the tube to the dialyzing bag is connected through her stomach and blood from her menstrual period can enter the dialyzing bag. The customer was not treated based on the inr results or internal bleeding. The customer was not admitted to the hospital and was released from the emergency room based on the laboratory result being 3.5 inr. On (B)(6) 2019 the result from the meter was 2.3 inr and the result from the laboratory was 1.8 inr. The elapsed time between the results was approximately 1 to 2 hours. The laboratory reagent was asked for but not provided. There was no adverse event. The customer's condition was "stable". The customer was not taking other blood thinners, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range is 2.0 - 3.0inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.